Event description:
The patient had been receiving increases in dose with no therapeutic effect and a catheter problem was suspected. A catheter dye study was attempted and when aspirating the catheter the fluid that was returned was yellow-tinged and thought to be serous fluid due to edema around the pocket. The pump contained lioresal. Further information is being requested. A follow-up report will be submitted if additional information is received.

Event description:
It was reported the pump was functioning well; no interventions done or needed. The patient was responding well to the increased dose once the constipation and uti resolved.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information: the cap was accessed and the dye study that was performed was "negative". No further information was reported. Additional information had been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).